Event description:
Customer reportedly compared his coaguchek xs system to a lab and received a variance of 1.0 inr. No treatment info provided. No adverse event reported. Requested return of suspect system for eval.

Manufacturer narrative:
Event occurred in another country.